Event description:
It was reported that during a da vinci-assisted procedure, the prograsp forceps instrument came loose from a bolt and got stuck inside the trocar. The customer replaced the instrument to resolve the issue. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin dislodged at the distal clevis. The grips pin was returned with the prograsp forceps. No other damaged were observed at the surrounding components. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.